Event description:
On (B)(6) 2010, the pt was implanted with an scs trial system. The pt was bleeding more than usual in the operating room. The doctor asked if he was on any anticoagulants and the pt said he was not. The pt came back in because his bandages were soaked through with blood and his stimulation also had changed. X-rays were taken and it was discovered that the lead had migrated. A strain relief had been used right below the anchor when the lead was implanted. The lead was explanted on (B)(6) 2010. The doctor was not concerned about the bleeding.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the product has not been returned so no analysis could be completed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.